Event description:
End user called for help using the device, that it did not test the calibration. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.